Manufacturer narrative:
This report is submitted on november 15, 2022

Event description:
Per the clinic, the patient experienced granulation tissue, dehiscence of the skin overlying the internal device, exposure of the internal receiver device and an infection at the implant site that was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.